Event description:
It was reported on 16 august 2021, a 28mm sjm rigid saddle ring was implanted. There were no complications noted during the implant procedure. On 19 august 2021, the patient required diuretics due to edema extremities. The edema was most likely do to the procedure related to a disturbed fluid balance. The patient received diuretics and compression stockings to resolve the edema. The patient was reported to be recovering and was discharged on (B)(6) 2021. Additional information received on 09/02/21, on (B)(6) 2021, the presented unable to walk much and experiencing shortness of breath and struggling to manage self-care. A transthoracic echocardiogram (tte) was performed and shoed a pericardial fluid and a pericardiocentesis. The patient's blood pressure increased. Another tte was performed no more pericardial fluid was noted. The patient was reported to be stable.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
Additional information: h6. An event of edema and shortness of breath were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 28mm sjm rigid saddle ring was implanted. There were no complications noted during the implant procedure. On (B)(6) 2021, the patient required diuretics due to edema extremities. The edema was most likely do to the procedure related to a disturbed fluid balance. The patient recieved diuretics and compression stockings to resolve the edema. The patient was reported to be recovering and was discharged on (B)(6) 2021. (B)(4).